Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08170. It was reported the patient was having inadequate stimulation coverage. Although left side coverage was obtained, the right lead provided stimulation in the abdomen. It was reported the patient had a fall. Follow-up information suggested the x-ray imagery identified both the leads had migrated one level down and to the left. As the patient was having health issues unrelated to scs system, the physician was to follow-up with the patient to schedule the lead revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.